Event description:
A report was received that the patient had tenderness at the lead implant site. The physician suspected that it was a result of clik anchors being used on the thin skin of the scalp. The physician did an explant procedure to remove the clik anchors. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had tenderness at the lead implant site. The physician suspected that it was a result of clik anchors being used on the thin skin of the scalp. The physician did an explant procedure to remove the clik anchors. The patient was doing well postoperatively.